Event description:
Healthcare professional reported right side rupture confirmed with a "body scan". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. Confirmed with a "body scan". Device has been explanted. Healthcare professional, later reported, "hole, non-specific".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on anterior assessed, as surgical damage. Additional observations: no other observations were observed, on the device. No further actions are required, as the device was implanted.